Manufacturer narrative:
Concomitant: medical products: blood adapter, therapy date unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was drawing blood from the PICC line. When disconnecting the syringe from the maxzero and adding the blood draw adapter, blood splashed back spraying the nurse in the face, cheek ,near her eye and on the patient¿s pillow. It was reported that the curos caps are connected to the maxzero when not in use. There was no report of patient or clinician harm.

Manufacturer narrative:
The customer¿s report of splash back occurring when accessing a maxzero valve during a blood draw was not confirmed. Visual inspection of the valve noted no discernible signs of damage or abnormalities. There were small amounts of a dark brown residue present in the valve body. Functional testing resulted in no leaking or splash back. The root cause could not be determined.